Manufacturer narrative:
Date of occurrence: 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor appeared to have fallen off. This event was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. The device was manufactured august 5, 2016 ¿ august 9, 2016. The device was received for evaluation. During visual inspection, the red coil cap was observed detached from the housing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.